Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material could not be determined. The identification of the material was nonconclusive. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that there was poor air/water supply while using the evis lucera gastrointestinal videoscope. The issue occurred during preparation for use of a diagnostic procedure (upper gastrointestinal tract inspection), and the procedure was completed with the same set of equipment. There was no patient harm associated with the event. The device was returned and evaluated, and there was found to be foreign objects in the nozzle; this has been attributed to insufficient cleaning. According to the customer, it is unknown when the foreign material adhered to the nozzle, there was no delay in the start of the pre-cleaning, the air/water nozzle was flushed with air and water, the nozzle is cleaned with lint-free cloths/brushes/sponges and the air/water nozzle is flushed with detergent solution. There were abnormalities in the accessories used for reprocessing, and the endoscope was immersed in detergent solution. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. In addition to foreign objects found in the nozzle, the bending tube was deformed, the adhesive on the bending section cover had a chip, the plastic distal end cover had a scratch, the connecting tube had a scratch; due to wear of the angle wire, the bending angle in the up direction did not meet the standard value; the switch box was scratched, the scope cover was scratched, the lock engagement lever had a scratch, the lock engagement knob had a scratch, the up/down knob had a scratch, the right/left knob had a scratch, the suction connector had a scratch, the grip had a scratch, the suction cylinder was shaved, the control unit had a scratch, the electrical connector had corrosion due to water leakage, and the universal cord had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.